Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient had wound dehiscence. Symptoms of fever and neck stiffness were noted. It was unknown if the wound dehiscence was not device nor procedure related. The patient was placed on antibiotics and was reportedly doing well. All device components were explanted and will not be returned.